Event description:
A cracked and shattered touchscreen was reported, which rendered the pump unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.